Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a critical infusion of lasix (80 mg/50 ml) was started at 0.9 ml/hr, and left inadvertently clamped by the user which resulted in no medication infusing and no alarm for hours due to the default ¿high¿ pressure setting. The patient was 15 kg, and the dose was 0.1mg/kg/hr. And the rate was 0.9ml/hr. The reporter does not allege a malfunction of the device or tubing, and reports it is a flaw in the software. The hospital dataset syringe occlusion pressure setting defaults to high, and unit protocol is to change syringe module occlusion pressure setting from ¿high¿ to ¿low¿. The user did not change the occlusion pressure setting from ¿high¿ to low prior to starting the infusion. No patient harm was reported.